Event description:
Caller states that the patient tested 2.6 inr on the device while a comparison lab drawn returned as 5.3 inr. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.